Event description:
It was reported that the subject device had no external image, with grey box for picture in picture (pip) when they cycle through the video inputs pressing the custom 2 button in the front panel. The issue was found during set up/ inspection for use/ before patient in room of an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting and confirmed the customer's cause. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue was caused due to the sdi out cable being connected to the wrong port com out (a user operational error) olympus will continue to monitor field performance for this device.